Event description:
The customer reported frame sync errors. This issue will result in a loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.